Event description:
Rn, after wearing gloves, developed a scratchy throat and chest tightness. After one hour, their face and eyes began to swell and they were taken to the ER where they received benadryl and solumedrol. They were off work for one week.